Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple noise episodes were observed on the lead when it was connected to the atrial port of the device. Lead insulation damage was suspected. No change was made. No patient consequences were reported. The patient was being monitored.